Event description:
The pt reportedly experienced pain at implant site followed by sound percept problems. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The pt's c1 device was explanted.